Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the cassette could not be disconnected from the female connector of the minicap transfer set. This occurred during use of the devices for peritoneal dialysis therapy. The patient had to cut the line to remove the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.